Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID evolutr-29 (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the handle appeared intact. The device was received with the capsule partially opened. The nose cone appeared loose, indicating damage to the inner member inside the capsule. The deployment knob could not retract or advance the capsule, with the end cap advancing proximally. No distinctive click sound was heard during the attempt to retract the capsule. The trigger moved to fully advance and retracted positions and locked in place when released. The tip-retrieval mechanism was not functional. The device was returned with the end cap/screw gear snap fit connected. There was damage observed on the threading of the screw gear. The capsule appeared intact with no evidence of damage. The reported event for unable to deploy could be confirmed in the analysis. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Procedural images were not returned for review. An analysis of the returned device revealed that the nose cone appeared loose, indicating damage to the inner member inside the capsule. Inner member damage has historically been observed when the device was returned for analysis with the capsule open and no stylet in place to support the shaft, as was observed in this case. The tip-retrieval mechanism was not functional. It is possible that the tip retrieval mechanism had popped making an audible click due to too much tension in the system during the failed deployment attempt. There was damage observed on the threading of the screw gear. This damage is consistent with the increased forces in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. There was no other damage noted to the remainder of the device. Historically, high forces in the system may result in the inability to deploy. The force in the system is a cumulative effect that can be increased by many other factors, including load quality of the valve in the capsule, bends and kinks on the shaft, tortuous anatomy and guidewire and sheath selection. There is no information to suggest a failure to meet specifications that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, at 80% deployed, the implanting physician reported a "click" sound from the delivery catheter system (dcs). It was not possible to deploy the valve. The valve was recaptured and withdrawn from the body. The valve and dcs were replaced and the replacement was successfully implanted. No adverse patient effects were reported.